Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported customer experienced a low blood glucose (bg); bg value not provided. Reportedly, the pump software did not terminate insulin therapy when customer¿s blood glucose (bg) level was trending down. Customer consumed carbohydrates to treat low bg. Reportedly, the customer had an alternate pump available for insulin therapy.